Event description:
Reported as a crack in the port tubing located close to where the tubing connects to the port.

Manufacturer narrative:
Taper I. Medwatch sent to FDA on: 06/jan/08. The product associated with this report has not yet been explanted. Based upon the implant date and provided by the reporter the connector type is assumed to be a taper I and the manufacturing site to be bioenterics corporation. The reporter was asked to return the product for analysis once device is explanted. Visual examination may confirm or determine another connector type associated with this report. Allergen has not received the product at this time. Therefore, no analysis or testing has been done. Further info from the reporter regarding serial number has been requested, but is not available. Device labeling addresses the possible outcome of leakage as follows: 'deflation of the band may occur due to leakage from the band, the port or the connector tubing."